Event description:
After receiving a replacement implantable pulse generator in (B)(6) 2010, the patient felt she was getting no benefit. She tried to increase her stimulation and realized she could not feel the stimulation. When the hcp interrogated the device it came up as power-on-reset. The patient stated, she was using voltages in the region of 5 volts. It was reported that there was no patient injury. The patient was on annual leave and had not yet set up a replacement operation date.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of implantable neurostimulator (ins) model 7427, serial # (B)(4) determined that battery longevity was not met. Analysis of accessory kit plug model 3550-09, serial # unknown determined no anomaly was found.